Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Rv threshold rose from 1.5v @ 0.40 ms over last 7 days, last 2 days capture management was unable to run due to high thresholds.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high threshold levels. Computed tomography (CT) imaging revealed a suspected perforation. The lead was re-positioned successfully and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ddbb1d1 implantable cardioverter defibrillator (B)(6) 2013; 5076-52 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.